Event description:
It was reported that the camera controls were not working prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken wire in the high voltage cable assembly. System operates as intended.